Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 59 x 52 mm diameter abdominal aortic aneurysm. The aortic neck was 27, 26, 24, 27 mm in diameter from proximal to distal with a length of 20 mm and 50 degree anterior angulation. It was reported on the intraoperative final angiogram it was noted that the right renal artery had been inadvertently partially covered with the stent graft. After much difficulty, the right renal artery was cannulated and a 4mmx28 balloon expandable stent was implanted. After the balloon expandable stent implantation a renal angiogram was performed and it demonstrated extravasation from the renal artery. During a catheter exchange, the wire access to the renal artery was lost. The patient remained thermodynamically stable. After the renal artery was re-cannulated another angiogram was performed. This demonstrated spontaneous resolution of the extravasation. The physician determined that the renal stent had ruptured a side branch of the deep renal artery and that branch was now thrombosed. The groins were closed and the patient was transferred to the ICU in stable condition. After reviewing all of the intraoperative images, the physician stated that they were uncertain as to how the renal artery got partially covered during deployment of the stent graft and that it was possible that the origin of the right renal artery was not clearly identified on the angio gram that was used as reference for stent graft deployment. No additional clinical sequelae were reported and the patient is fine.